Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, frozen display and blank display. The customer¿s blood glucose level was unknown. The customer reported that they had replaced a new battery received frozen display recurred. Customer reported that the screen was completely blank. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated that the insulin pump started beeping and vibrating. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed active current measurement, self test and displacement test. Device received with unexpected battery power loss and had high sleep current due to moisture damage on electronic and motor assemblies. The insulin pump powered up properly after battery installation. No blank display/frozen screen noted. Insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarm noted during testing.